Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly. Customer stated that they experienced high and low blood glucose frequently. Customer stated that the buttons of insulin pump were harder to push and buttons had to push multiple times to work frequently. Customer stated that they received unexplained no delivery alarms. Customer stated that the rewind takes longer to complete and it produce loud whining sound during rewind. Customer stated that the batteries last only 7 days. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.